Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, which appeared visually (B)(6), with no red blood cell adherence. The camera appeared aligned and focused, and there were no errors noted in the event log on the dates of testing. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2018, and the fse found no hardware issues. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly (B)(6) antibody screen when tested on a galileo echo instrument.